Event description:
The customer reported that during the operational check, the paddles would not discharge.

Manufacturer narrative:
The customer reported that during the operational check, the paddles would not discharge. The unit was evaluated at philips, and the reported symptom was duplicated. It was determined that there was an incomplete connection from the paddle holder clip to the keyscan port. Reconnecting the paddle hold clip to the keyscan port resolved the reported symptom.